Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 31 mg/dl, and a fall causing a laceration and an unspecified toe injury. The cause of the low bg was unknown. Bg was treated via intravenous saline. Reportedly, the customer was released on 5/19/22 with the issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.